Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the load process was performed, drops were not seen from the tubing during the fill tubing step multiple times. The customers blood glucose (bg) level was impacted above (300 mg/dl). The customer would take manual injections and bolus via the pump to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, troubleshooting to determine a possible was unable to be performed.